Manufacturer narrative:
Insulin pump was received with completely broken reservoir tube lip, missing reservoir tube o-ring, cracked battery tube threads and cracked case at display window corner.

Event description:
Customer reported via phone call to have physical damage of insulin pump. Customer reported that reservoir tube lip was completely "disintegrated". Customer does not know how damage occurred. Customer's blood glucose was unknown. Customer was advised that insulin pump would need to be replaced.